Event description:
It was reported that there were issues with the pump charging on the charging pad. There was no reported impact to the customer¿s blood glucose level. The customer indicated that the pump could still charge and declined further troubleshooting, choosing to call back if the issue continued. Technical support closed the case.